Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician fractured the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2022-00174: 1. Section b. Box 5. Describe event or problem evaluation of the returned benchmark confirmed that the catheter was fractured at the proximal end, near the strain relief. If the benchmark is inadvertently mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed additional kinks. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician fractured the proximal end of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.